Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage during use. The following information was provided by the initial reporter: leakage occurred twice from specified lot. Connected with planecta infusion set and extension tube.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage during use. The following information was provided by the initial reporter: leakage occurred twice from specified lot. Connected with planecta infusion set and extension tube.

Manufacturer narrative:
H.6 investigation summary: three photos and twelve representative samples were received by our quality team for evaluation. Upon visual inspection of the photos no abnormality was observed. The samples were subjected to catheter leak testing and luer taper measurements. No abnormality was observed. The incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, no root cause could be determined since the incident could not be verified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion(s): the investigation was not able to confirm what customer experienced as all representative samples have passed the following tests. Catheter leak test. Luer taper measurement. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the manufacturing of the batch. H3 other text : see h.10.